Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - france.

Event description:
It was reported that the handle was blocked during installation of the device. It was not able to perform the up and down motion. There is no harm or delay reported. Due diligence is complete.

Event description:
No additional event information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This report is being submitted to relay additional information. The following fields have been updated: d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the bottom roll was found to be damaged, and the ratchet was non-functional. The bottom roll and ratchet gear were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.